Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that patient went to a new health care professional (hcp), they changed the patient setting to 2.8v, and was only stimulating 2 electrodes. It was stated that after the hcp did this, the patient was not getting any therapy relief and their tremors were back, further mentioning that patient had suffered for 5 days. The caller stated that they went back to the hcp yesterday and requested to program the ins back to where it was originally set because it was working well. The hcp said having all the electrodes going at the same time is against protocol. No further patient complications were reported/ anticipated as a result of this event. Additional information was received from a consumer on (B)(6) 2020. It was reported that the healthcare provider (hcp) got the patient's implantable neurostimulator (ins) all jacked up and it was just horrible. The patient suffered for 3 days until they put the programming back to where it was.